Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staples did not close completely and the donuts were not complete. The staple line was fixed by over sewing.